Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that they changed 4 batteries form new boxes, but pump does not recognize any of them. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. On (B)(6) 2021 customer alleged pump received with frozen screen anomaly. Unit received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1] board. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Frozen display (flashing medtronic logo) confirmed due to moisture damage on the pcba 1 board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.